Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump and the touchscreen cracked and no longer responsive. The customer's blood glucose level was 186 mg/dl. Reportedly, the customer has manual injections as alternate insulin therapy.